Event description:
It was reported by service report that the caster is locked up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster movement obstructed by debris.